Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: no hospitalization. In 2011, the patient had essure inserted. Essure was removed in 2022. On unknown date she experienced genital haemorrhage (seriousness criterion intervention required) and anaemia ("anemia approximately 2 months after placement"). The patient was treated with surgery (hysterectomy, essure remoavl). No causality assessment was received for essure with regard to genital haemorrhage or anaemia. The reporter commented: batch/lot number:caller did not know. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: no hospitalization. In 2011, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criterion intervention required) and anaemia ("anemia approximately 2 months after placement"). Essure was removed in 2022. The patient was treated with surgery (hysterectomy,essure removal). No causality assessment was received for essure with regard to genital haemorrhage or anaemia. The reporter commented: ~batch/lot number:caller did not know. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.